Event description:
The customer reported that the t: slim x2 pump battery would not charge, even after several attempts to use different charging cables and wall adapters. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.